Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs300 intra aortic balloon pump (iabp) was unable to complete autofill and the lcd display was inoperable. There was no patient involvement.